Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level over 600 mg/dl and a high ketone level. The customer was treated with intravenous saline and insulin and was released on (B)(6) 2024 with the reported issue resolved and no permanent damage. Suspected cause was due to the customer¿s basal rate setting requiring adjustments. Reportedly, the customer continued to use the pump for insulin therapy.